Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is 202mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump esc button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.